Event description:
The customer called to report that he's experienced unexplained high blood glucose levels. The customer also stated that he was hospitalized with blood glucose levels greater than 1000 mg/dl. The customer stated that he experienced nausea, excessive urination, and was barely able to walk. The customer stated that his hcp felt that he could've been using bad insulin. Troubleshooting was performed, and the insulin pump was programmed correctly. Reviewed the alarm history, and found low reservoir and low battery alarms. The customer did not have the tubing clamp for the high pressure test at the time of the call. The tubing clamp was shipped to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.